Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a low blood glucose (bg) of 42 mg/dl and 45 mg/dl were observed in the pump data logs on (B)(6) 2018 and (B)(6) 2018 respectively. For both low bgs a food bolus was delivered approximately two hours prior to the low bg. There were no erratic basal rate adjustments. Based on user¿s daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 45-46 (mg/dl). To treat the events, the customer consumed glucose tablets and food. Recommendation was made to consult with health care provider regarding diabetes management.